Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient stated on the day the sensor was inserted, they had a sensor error. They had a seizure and was treated with an unspecified medication. At the time of the report the same day she was stable. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. The patient experienced a seizure related to a pre-existing neurological issue and the associated medications. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2022-240747 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.